Event description:
A nurse called from the emergency room to report a button error alarm. During the call, the customer told the nurse that the issue had already been taken care of with another rep. The reason for the customer's visit to the emergency room was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.